Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic, when it was noted that far p-waves sensed on the right ventricular channel. The far-field oversensing occurred every third beat inhibiting biventricular pacing. Patient was not device dependent. Patient was stable. No further information available.